Event description:
A physician reported a pt who was treated on 2/4/97 in the melolabial folds. During treatment, the physician observed that the needle had become dislodged from the syringe; collagen materials leaked onto the pt's face. Treatment was discontinued and resumed with another syringe. No injury occurred to the pt. The physician believed that the needle was not secured tightly onto the hub of the syringe. This event is being reported as an MDR because it could result in a serious injury if it were to recur.